Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification due to signs of major corrosion. It was also noted that the power cord bay door was broken. The lower case feet were worn. It was recommended that the instrument be decommissioned. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a display issue and displayed a system test failure message. The programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.